Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of tissue injury is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported difficulty to open and close the foot, include, but not limited to tissue or suture caught in foot. The difficulty closing the foot likely contributed to the entrapment of the device resulting in the separation. The patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, resistance noted lifting and lowering the lever. The lever was returned to the original position. During retraction, the device was stuck in the anatomy, multiple attempts were made to dislodge the device were unsuccessful and the device then separated into two pieces at the guide causing tissue damage. The patient was then transferred (B)(6) hospital where the separated device was removed and the tissue damage treated via surgical intervention and suturing. All separated components were completely removed from the anatomy. Hemostasis was achieved via surgical suturing. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.